Event description:
Complaint alleges the plaintiff awoke to heavy smoke and a fire in the daughter's room and it originated from a humidifier.

Manufacturer narrative:
On (B)(4) 2012, sunbeam was served with a summons and complaint alleging a humidifier caused a fire and resulted in property damage and personal injury. On (B)(6)2012, plaintiff's counsel states that a child suffered minor smoke inhalation and it is unk if any medical treatment was sought. On (B)(4) 2013, sunbeam was served with a subrogation claim for property damages for the same incident.